Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The aia-2000 serial number (B)(4) was installed on 06 july 2017. A complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of 18 may 2018, which included data from 06 july 2017 through 18 may 2018. There was one similar complaint identified during the searched period, which includes this event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A field service engineer (fse) was dispatched to the customer's facility to address the reported event. The customer informed the fse that when quality control (qc) is ran on the analyzer, the analyzer displays a detect sample error before the nozzle entered into the cup. The fse adjusted the cup and tube bottom position then ran the daily check; the customer ran qc with no errors. All results were within acceptable range. All errors cleared and the aia-2000 instrument is operational. No further action is required by field service. A complaint / service history review for similar complaints was performed for the serial (B)(4) from aware date of (B)(6) 2018, which included data from (B)(6) 2017 through (B)(6) 2018. The unit was installed on (B)(6) 2017. There was one similar complaint identified during the searched period, which includes this event. The aia-2000 operator's manual under appendix 4 error messages is as follows: [2066] false detection of specimen level by main arm cause : the liquid level was detected before reaching the surface of the specimen. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause for the reported event was the cup bottom required adjustment.

Event description:
A customer reported error 2066 false detection of specimen level by main arm on the aia-2000 instrument. Technical support advised the customer to check the sample nozzle for crusty buildup but no build up was found on the analyzer. The customer is unable to run patient samples on hcg reproductive hormones, bhcg reproductive hormones, and afp tumor markers. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hcg, bhcg, and afp. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.